Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress

Event description:
It was reported that the pump exhibited alarm 44000, there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that device displayed alarm 44000. No service report found for the last 12 months. Visual and functional testing was performed. Reported error code was not duplicated. Found damage to the downstream occlusion (dso) seal. The most likely cause of the reported error is corrupted software downloading process. Reloaded software to resolve reported error. Replaced dso seal. The device passed all functional tests after the repair.

Event description:
It was reported that the pump exhibited alarm 44000, this alarm event pauses the delivery of the pump until the error is addressed.